Event description:
We have had over 600 intermates that went out to patients that infused incorrectly. Doses that should have infused over 2.5 hours. Infused as long as 4.5 hours. Doses that should have infused over 1 hour infused as long as 2 hours 10 minutes. Baxter aware of problem and is supposedly revising packaging info and doing a study, however, it has been over 1 year since problem identified and no resolution to date. Dates of use: 2007 - present. Diagnosis or reason for use: #1 vancomycin infusions, #2 vancomycin infusions. Event reappeared after reintroduction? Yes.